Event description:
User reports water line to the back of the instrument became disconnected and water was leaking out on the floor into the walkway. User said they have reconnected the water line and it has stopped leaking. No one was hurt and no patient samples were involved.

Manufacturer narrative:
The field service representative determined the cause to be leaking, fitting on an external water line. The tubing was repaired and retainers were reinstalled. Verified no further leaks.